Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. During incoming test, the device was not cycling.

Manufacturer narrative:
Device returned requested for evaluation. Device is in route to MFR. Will submit evaluation results and pt involvement info as they become available.